Event description:
The physician used a bovie pencil and then set it down on the patient's abdomen. Physician leaned on pencil and burned patient's abdomen. The injury to the patient was repaired with suture and dermabond.====================== health professional's impression======================burned patient